Event description:
A patient reported via manufacturer representative shocking at the implantable neurostimulator (ins) pocket. The patient reported that the device, which was implanted for foot pain, was causing a shocking in the pocket only when stimulation was on so he had been running it very minimally. The patient had only used the device 3 percent of the time since the last visit in (B)(6) 2015. The patient reported this started a month ago. The impedances were all within normal limits. The representative reprogrammed and added a new group and the patient did not feel any shocking with the new program. No further complications were reported/anticipated. The indication for implant was peripheral neuropathy and spinal pain.